Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pt was admitted for bacteremia (origination is unknown). Positive blood cultures at outside hospital. The issue noted was not pump related. The pt is currently doing well at home.

Manufacturer narrative:
The pump remains in sue supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.